Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor power supply voltage was adjusted, and the f1 and f2 fuses were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the image on the left monitor was black. This resulted in a los of the live image. There is no pt injury associated with this event.